Event description:
On (B)(6) 2012, pt reported her blood glucose levels have been elevated for the past few weeks. Pt stated, she received an e4 (occlusion) error message last night when she was bolusing 4.0 units of insulin. Pt switched to her backup infusion device and used new infusion set tubing and a new infusion headset; her blood glucose level returned to normal. Pt stated, her blood glucose level was as high as 320 mg/dl. Pt's normal blood glucose range is 60-140 mg/dl. Pt reported, she is able to self-treat with either injections or bolusing. Advised pt to switch back to her primary infusion device using the same infusion set she is currently using. Assisted pt with switching to her primary pump. On callback on (B)(6) 2012, pt reported, she experienced no more occlusions but her blood glucose level remains elevated around 140-180 mg/dl yesterday. Pt reported, she would bolus via the infusion device when her blood glucose level was around 180 mg/dl and then it would come back to 140 mg/dl. Pt woke up at 2 am and her blood glucose level was 184 mg/dl. Pt reported, she took a bolus and her level came down to 140 mg/dl. Pt reported, she ate breakfast as normal and bolused to cover her meal and then tested at 11 am with her blood glucose level being back up to 188 mg/dl. On call back assisted pt with switching to her backup infusion device. On call back on (B)(6) 2012, pt reported she has been on her backup infusion device all day and her blood glucose levels are still elevated. Advised pt to contact her doctor. On call back on (B)(6) 2012, pt reported her doctor told her she needed a new infusion device. Pt has managed her blood glucose level by taking injections for the bolus and using her infusion device for only the basal rate and set it to 160%. On call back pt reported, she received the new infusion device, began using it and her blood glucose level went down and has been in her normal range all day. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion set and alleged infusion device for eval.